Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was alarming and the screen was flashing. The issue was not resolved with a change of battery. The display was black. They were unable to start up the insulin pump. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, self-test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector printed circuit board properly connected.